Event description:
The shunt had been implanted approximately one year when the patient's condition began deteriorating. A shuntography revealed that the contrast media showed only the upper portion of the peritoneal catheter. This was attributed to obstruction caused by some debris. The valve and the ventricular catheter were functioning well. Replaced with a another valve.